Event description:
Patient additionally reported the implant ruptured in 2014.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, creases fold, opening curved on posterior and yellow particles. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease sharp on posterior due to fold flaw opening. Reason for reoperation was deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.